Event description:
Patient was revised due to liner disassociated from the shell.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Evidence found on returned liner and femoral head confirm the reported liner disassociation from the acetabular cup. The femoral head has metal transfer the indicates it came into direct contact with the acetabular cup. It should be noted, the acetabular cup was not returned and mating damage cannot be confirmed. The liner is oblong in shape, suggesting stem impingement in vivo. The femoral stem was not returned for examination and the mating damage cannot be confirmed. The liner is fractured at the rim, approximately 25% of the surface. The greatest articulating wear is found superiolaterally on the liner, directly below the liner fracture, indicating the device was not evenly loaded by the femoral head. Vertical cup positioning is suspected, however no patient x-rays have been provided and this cannot be confirmed. A search of the complaints databases and/or a review of the cup device history records were not possible as the required product/lot code combination was not provided. A worldwide complaint database search found no additional related reports against the poly liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.